Event description:
It was reported that the patient experienced a shocking sensation when pressure on the neurostimulator changed (ie. Change of body position). Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead: model 377860, lot# v012815, implanted: (B)(6) 2007, explanted: na. Recharger: model 37752, serial# (B)(4). Lead: model 377860, lot# v012815, implanted: (B)(6) 2007, explanted: na. Programmer: model 37742, serial# (B)(4).

Event description:
Follow up information received reported that patient met with the company representative. Reprogramming was performed after which the patient was reported as doing fine with no further issues. The cause of the shocking event appeared to be unknown as the patient's explanation was unclear and was not matching up with the telemetry. The patient was also on oral medications. If additional information is received, a follow up report will be sent.